Manufacturer narrative:
Neither the device nor photographic evidence was provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as the application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high-current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Always use the lowest power settings to achieve the desired surgical effect. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor, was being used during an exploratory laparotomy and open myomectomy procedure on (B)(6) 2025 when it was reported, ¿burns on toes and buttocks.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed, and the patient was discharged. Further assessment questions were sent to the reporter; however, the distributor states that their customer has declined to answer any questions. This report is being raised due to the reported injury of an unknown degree of burn to the patient.

Event description:
The distributor reported on behalf of their customer that the device, 410-2000, surefit, dual dispersive electrode, contact quality monitor, was being used during an exploratory laparotomy and open myomectomy procedure on (B)(6) 2025 when it was reported, ¿burns on toes and buttocks.¿. There was no report of medical intervention or hospitalization for the patient. The procedure was completed, and the patient was discharged. Further assessment questions were sent to the reporter; however, the distributor states that their customer has declined to answer any questions. This report is being raised due to the reported injury of an unknown degree of burn to the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.